Event description:
Cover support slips off during usage and blocks return of actuator. Alternative is to leave leg sticking up which inhibits maneuverability getting into vehicle and elevator, etc. Has put tape around area to prevent slippage.